Manufacturer narrative:
Additional information received form the local area sales representative indicated the patient presented for additional troubleshooting. The pacing impedance measurements were in range at approximately 1,100 ohms. The high pacing impedance measurement could not be recreated with pocket manipulations. There were no plans for additional intervention at this time.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information from latitude remote monitoring that this implantable cardioverter defibrillator (ICD) right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements. There had also been noise noted in a review of some stored episodes. However, no tachycardia therapy had been delivered as result of the noise. The physician planned to bring the patient into the clinic to further evaluate the system. To date, there have been no adverse patient effects reported.